Manufacturer narrative:
This report is submitted on december 19, 2016.

Event description:
Per the clinic, the patient experienced infection at implant site, which resulted in extrusion of the receiver-stimulator. Subsequently the patient was hospitalized on (B)(6) 2016 and was treated with oral antibiotics (duration not reported). The patient underwent revision surgery to suture the site (date not reported).

Manufacturer narrative:
Per the clinic, the patient's device was explanted on (B)(6) 2017. This report is submitted on may 09, 2017.